Manufacturer narrative:
The customer¿s report that the set leaked between the tubing spike and the drip chamber was confirmed. Visual inspection of the set showed that the pvc tubing had a slice cut seven and half inches away from the spike. Functional and pressure testing confirmed leaking from the slice cut in the pvc tubing. The cause of the reported leak was damage on the pvc tubing. The root cause of the damage is unknown.

Event description:
The customer reported that a leak was observed between the blood bag spike and the drip chamber 10 minutes after the start of the infusion. The tubing had been primed without issues, and when the prbc bag was spiked, blood spilled between the tubing spike and the drip chamber. No patient harm was reported.